Manufacturer narrative:
The lapclinch grasper tip was returned and evaluated. The customer complaint was that the jaw broke and fell into the pt. The complaint was visually confirmed. The broken tip was put under microscope for further testing. One side of the tip was completely sheared off. There was no micro fracture around the damaged area that could have aided to the breakage. The tip was taken apart for further eval. The undamaged side was mounted on a compression instrument for further strength testing. The results demonstrated that the undamaged side met the microline surgical product specs.

Event description:
Jaw of grasper came off and fell into pt. No injury or harm to the pt noted.